Event description:
Normal saline brest implants and silicone encasing caused autoimmune system reactions including 5 episodes of hospital emergency room treatment. After going to numerous physicians, including the original plastic surgeon, allergists, research center for a week of diagnosing to no avail, I began researching myself reputable medical research journals and determined that I was having an autoimmune reaction to the silicone in the breast implant encasement. Then I began the challenge of trying to locate a plastic surgeon -whose livelihood is mostly implanting breast prosthesis- to believe that I was having life-threatening problems and autoimmune problems -body began shutting down- from the breast implants. I located a dr -plastic surgeon- who has done many studies regarding breast implants and has seen the devastation, it can cause to some women. In fact, he no longer implants breast prosthesis, due to what he has found. He removed my breast implants and I immediately began to feel better until one month later, I feel as good as I did prior to having my breast implants placed in. On 5 occasions, during the time between 2007 and 2009, I was hospitalized in the emergency room, and another hospital for anaphylaxis to a spice. In 2009, I was hospitalized for breast explantation. Dates of use: 2002 - 2009. Diagnosis or reason for use: ptosis of breast. Event abated after use stopped: yes.

Event description:
Add'l info received from reporter 12/15/2010: dear dr (B)(6), please refer to my history in regard to the above case. I would like to report that after my breast implants were removed, and I had post breast implant removal skin testing conducted at the allergy and asthma center in (B)(6), my unusual anaphylactic reaction to the spice cumin is void. Other words, the breast implants apparently stimulated a reaction of my immune system to view the spice cumin as an enemy and now that my breast implants are no longer intact, and out of my body, I am no longer anaphylactically allergic to cumin. I realize this is a rare reaction, but truly the culprit was the breast implants. Again, I am only informing you so that you can add this to the statistics you are keeping and ultimately advise others seeking breast implantation so that they can make an informed choice.